Event description:
The customer reported that the cannula never deployed.

Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula did not deploy. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.